Event description:
It was reported that the pt felt weak and dizzy and could feel a 'pounding in his ear like a heart beat'. It is stated that lead warning came up on both leads every time device was interrogated. Device was explanted/replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pt felt weak and dizzy and could feel a 'pounding in his ear like a heart beat'. It is stated that lead warning came up on both leads every time device was interrogated. The device was reported to be at eri (elective replacement indicator). The device was explanted/replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: the lead warnings were verified during analysis. The cause of the lead warning condition was the result of an anomaly within the integrated circuit that adjusts the device autopolarity. The root cause of the condition could not be determined because the integrated circuit was damaged during further analysis. Other: it was reported that the pt felt weak and dizzy and could feel a 'pounding in his ear like a heart beat'. It is stated that lead warning came up on both leads every time device was interrogated. The device was reported to be at eri (elective replacement indicator). The device was explanted/replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed. Mechanical tests performed. Visual examination component/subassembly failure. (Integrated circuit) device was out of specification in a manner that relates to event. Elective replacement other (an appropriate device code cannot be identified).